Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. The reported event of a failed transmitter error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available.